Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00639. It was reported the patient was experiencing auto-reducing and no longer receiving stimulation. Lead diagnostics revealed multiple high and low impedances. Reprogramming was able to provide effective stimulation at the time. Followup information identified the patient was no longer receiving stimulation. Lead diagnostics again revealed multiple high and low impedances. Imaging of the ipg revealed the leads tails has been pulled out of the ipg header. The patient reports he has been running, walking and stretching his neck frequently. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-00639 and 1627487-2016-00969. Follow up information identified the patient underwent surgical intervention to remove and replace the extensions and the ipg was electively repositioned to the left flank to relieve any strain on the lead/extension. The patient is receiving effective stimulation.